Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to noise on the discrimination channel. The patient felt the shock and had a residual headache and chest pain afterwards. Programming changes were made to restore normal parameters. After these changes, the patient was stable.